Event description:
It was reported that the patient presented for in-clinic follow up. An interrogation of the insertable cardiac monitor (icm) found that the battery longevity had significantly decreased. Premature battery depletion was suspected. No interventions were made. The patient was stable.